Manufacturer narrative:
This report is submitted on september 28, 2018. (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced poor performance with the device. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.